Event description:
This unsolicited device case from united states was rec'd on (B)(6) 2014 from another health care professional. This case concerns a (B)(6) female pt who experienced right knee pain and right knee swelling (two episodes); she could not walk/she could hardly walk due to discomfort after receiving treatment with synvisc. The pt's past drugs included synvisc one and synvisc (once or twice with good results, last one a yr ago). No other medical history, concurrent condition or concomitant medication was reported. On (B)(6) 2013, the pt rec'd treatment with synvisc injection (route of administration, lot/batch number and expiration date unk) at a dose of 02 ml into right knee for osteoarthritis. On unk dates, after an unk latency, the pt experienced "knee swelling" and "knee pain" which was not relieved by rest and ice. The pt also reported that she could hardly walk. The pt was prescribed with methylprednisolone (medrol dosepak) and the events eventually resolved on unk dates. Later on an unspecified date, the pt rec'd second injection of synvisc despite the physician's caution and her knee swelled up again. Also, it was reported that the pt could not walk due to the discomfort. Action taken: unk. Corrective treatment: methylprednisolone, rest, ice "knee swelled up/ she experienced swelling" and "she experienced pain." Unk for the events of discomfort, she "could not walk/she could hardly walk" and second episode of knee swelling. Outcome: unk for second episode of knee swelling and recovered for rest of the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.